Manufacturer narrative:
The investigation determined the customer had not replaced the electrodes since (B)(6) 2025. Per product labeling, on-board stability for each assay electrode is 2 months or 9000 tests. The electrodes should be replaced after this time period has expired. The investigation determined the event was due to off-label use. No product problem was identified.

Event description:
There was an allegation of questionable potassium results from the cobas 6000 c501 module. The initial result was 6.48 mmol/l. The repeat results were 5.09 mmol/l, 5.10 mmol/l, and 5.14 mmol/l. The lower result was believed to be correct.

Manufacturer narrative:
The electrode lot number and expiration date were not provided. The investigation is ongoing.